Event description:
The husband alleges, as he was pushing his wife down the driveway, he hit a bump, and his wife allegedly fell out of the chair. The alleged incident resulted in stitches to her face.

Manufacturer narrative:
No serial number has been provided. Consumer reports the chair has been in use for 7 years with no prior incidents. Consumer indicated while they were transgressing a driveway and while going over a bad part of the driveway they inadvertently fell out of their chair. Consumer was not wearing a seat position strap at the time of the incident. Maintenance history is unk at this time. MDR filed as a conservative measure. Device malfunction not indicated. Incident is viewed as accidental/user error.